Event description:
According to the reporter, the balloon could not be inflated. The problem was detected prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).